Event description:
The patient had on and off efficacy since the original implant. The patient experienced withdrawal symptoms in (B)(6) 2012. Symptoms included itching and increased spasticity. The patient was seen at a hospital in early (B)(6) regarding their itching and increased spasticity. Troubleshooting was performed. A catheter dye study revealed normal results on (B)(6) 2012; a micro fracture was suspected. The patient had poor spasticity control. The patient underwent a trial, "not through the system", on (B)(6) 2012 and had some response. It was noted that they were unsure if the patient would want to go through a trial again. On (B)(6) 2012, a 100 mcg bolus injection via lumbar puncture was administered to circumvent the system. During the injection, fluoroscopy appeared to show that the distal catheter segment had retracted into the intrathecal space. A follow-up CT scan confirmed a micro-fracture regarding the distal catheter segment. No further troubleshooting was performed. The patient continued to experience high levels of chronic spasticity. It was reported that the patient's family noted that the patient has had falls. The patient underwent a catheter revision/splicing of the spinal segment on (B)(6) 2012. Following the revision, the physician "kept him in house" with plans to increase the medication as needed. The pump was delivering lioresal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model# 8709sc serial# (B)(4) implanted: (B)(6) 2011 explanted: unk. (B)(4).